Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and yellow particles in the surface of the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on posterior side due to surgical damage. - a striated edge opening on plug strap assessed as to surgical damage. Additional, changed, and/or corrected data: b.6, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, d.6a, g1, h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product as well as capsular contracture, baker grade iii. Device has been explanted.